Event description:
The customer reported a beeping noise coming from the workstation when plugged in. The fe confirmed the system was unable to power up and displayed an error. There is no report of death of serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the service call. The system was tested, found to be working as intended and returned to service.